Event description:
It has been reported that the power load system did not allow the cot to unlock. There was no patient involvement, and no adverse consequences were reported.

Manufacturer narrative:
Bottom release arm and trolley routing tray.